Manufacturer narrative:
Update to device evaluation summary: the reported issue of the instrument was blocked 20 seconds after departure, due to some numerical data discrepancy was verified during service. The field service technician found that the reading values were out of range. The field service technician observed breakage of the fully replaced upgrade kit. The issue was resolved by replacing the upgrade kit. Preventive maintenance was performed per specifications. Conclusion: the complaint is confirmed. No patient/clinical safety issues reported. Trends for issues with this product are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time it was reported that this act plus instrument, was blocked 20 seconds after departure, due to some numerical data discrepancy. Use of the instrument was unspecified and there was no reported adverse patient effect.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument was blocked 20 seconds after departure, due to some numerical data discrepancy was verified during service. The field service technician found that the reading values were out of range. The field service technician observed breakage of the fully replaced mechanical part. The issue was resolved by replacing the upgrade kit. Preventive maintenance was performed per specifications. Additional information: medtronic received additional information that prior to use of the act plus instrument, it was reported that the instrument was blocked 20 seconds after departure, due to some numerical data discrepancy. The instrument was replaced with a back-up. There was no patient involvement so no adverse patient effects occurred. Heparin was not administered to the patient based on the data that was received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.